Event description:
It was reported that stent damage occurred. A 18x90x75cm venous wallstent self expanding was selected for use. During device preparation, the device was removed from the box and the package was opened, at which time the stent housing was observed to be damaged, resulting in damage to the stent catheter. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.